Manufacturer narrative:
The evaluation that the start-up issue was attributed to power supply failure, however, the reason could not be determined. Additionally, a significant stain on the screen was observed which may potentially be caused by aggressive cleaning agents attributing to the anti-glare coating on the screen to deteriorate over time. The device was sold in august 2018 and was previously repaired in (B)(6) 2019 for similar reasons requiring replacement of the damaged lcd filter screen. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus ((B)(4)) was informed of a customer high definition liquid crystal display monitor was returned to the regional repair center for a "defective" (unspecified) issue. Upon inspection and testing, the monitor had a power malfunction as it was impossible to start up the monitor despite changing the power cable. The start-up issue was due to a power supply printed circuit board failure. No patient injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was caused by faulty power board, but the cause of the fault could not be identified. A visual check also showed stains on the lcd filter screen that cannot be removed, for such, it was surmised that user mishandling may also have contributed to the cause. Olympus will continue to monitor field performance for this device.